Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: before use, the patient followed the doctor's advice and needed to use a ventilator. The nurse found that the oxygen concentration of the ventilator was too high to use and immediately replaced it. This equipment was reported for repair. No patient involvement.